Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 week po today and I could say the day after they were removed all it was amazing') in a 34-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast disorder female ("breast issues"), fatigue ("chronic fatigue"), pruritus ("itchy"), dermatitis ("dermatitis"), eczema ("eczema"), irritable bowel syndrome ("ibs (irritable bowel syndrome)") and migraine ("migraine"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, breast disorder female, fatigue, pruritus, dermatitis, eczema, irritable bowel syndrome and migraine outcome was unknown. The reporter considered breast disorder female, dermatitis, eczema, fatigue, irritable bowel syndrome, medical device removal, migraine and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast disorder quality-safety evaluation of ptc: unable to confirm complaint~ most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events¿ dermatitis, eczema, irritable bowel syndrome, and migraine¿ were added. Reporter were added. On 23-mar-2020: information received via social media. No new clinical information received. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 week po today and I could say the day after they were removed all it was amazing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast disorder female ("breast issues"), fatigue ("chronic fatigue") and pruritus ("itchy"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal, breast disorder female, fatigue and pruritus outcome was unknown. The reporter considered breast disorder female, fatigue, medical device removal and pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: sm received : events added- chronic fatigue, itchy. Reporter added on 23-mar-2020: social media received. No new significant information was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('2 week po today and I could say the day after they were removed all it was amazing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced breast disorder ("breast issues"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and breast disorder outcome was unknown. The reporter considered breast disorder and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, breast disorder. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.